Event description:
Patient had ivc filter placed in 2009. Two days later, echo suggested the presence of a metallic object in the right ventricle of the heart. Cxr revealed the migrated ivc filter. The echo was obtained due to an episode of syncope and pallor. Patient went to interventional radiology the following day, for attempted removal of filter. This was complicated by pericardial tamponade. She proceeded to operating room with no pulse or blood pressure, and had emergent evacuation of the pericardial tamponade, emergent mediastinotomy with control of right ventricular perforation and oversew of arterial bleeding on acute margin of heart, and removal of vena cava filter from right ventricle. In speaking with the radiologist prior to the attempted retrieval, he mentioned that the device appeared defective on the x-ray and that the arms appeared deployed, but the "legs" did not appear to be spread.